Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. All buttons function properly and no stuck button error alarm noted during testing. Pump was cut open to perform visual inspection and found corroded keypad traces. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. (3) stuck key alarms found in the pump history files/traces on (B)(6) 2023 at 22:55:49, 23:40:35 and 23:53:30. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, scratched case and minor scratched lcd window. Keypad unresponsive not confirmed. Cosmetic damage found on the pump case. Button error alarm confirmed due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alarm. Troubleshooting was performed and found that the customer did not press the buttons for 3 minutes or longer and did not expose the pump to changes in altitude. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.